Event description:
It was reported that one day post-implant, the right ventricular (rv) lead exhibited t-wave oversensing (twos) resulting in the patient receiving inappropriate shocks. The rv lead also triggered an alert for oversensing of noise and a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). Other oversensing was also observed, and there was a large decrease in r wave amplitude compared to measurements at implant. The patient was admitted to the hospital as a result. Detections were turned off and the lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.